Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-30579.

Event description:
It was reported that the insulin pump went into low threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 91 mg/dl while the customer was in class, and he stated that just before class it had read 123 mg/dl. He noted that the sensor glucose reading was completely different that what his actual blood glucose reading was. He also reported that his blood glucose levels fluctuated the week prior. There was blood noted at the sensor insertion site. Nothing further reported.